Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user noticed that the luer lock connection was disconnected on multiple occasions. Reportedly, the user had been experiencing this since april. The user's blood glucose (bg) level was over 600 mg/dl. The bg level was addressed with a bolus via the pump. Tandem technical support recommended for the user to make sure the luer lock connection is tightened all the way.